Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the computer was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the system was booted for the day and a patient disc was loaded. The site representative left the room and when she came back, the system was displaying no signal. The system was rebooted twice and there was no resolution. The site representative conducted a hard shut down by holding the power button then unplugging it from the wall. The system was turned back on with no change in behavior. The system required three reboots before returning to normal functionality. The display chain and the video splitter were functional. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. The ent, cranial and spine programs all started and ran normally during burn-in testing. No "no signal" messages were observed. Analysis found that there was no failure found with the computer. If information is provided in the future, a supplemental report will be issued.